Event description:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to resolve the issue. The inlet air path assembly and removable air path foam was replaced per the remediation. Device was not in use on a patient. Device passed all testing